Manufacturer narrative:
Additional information is being sought to obtain the model and serial number of the associated lead. This report will be updated once additional information is received.

Event description:
It was reported that this right atrial (ra) lead was found to be fractured. This lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.